Event description:
The patient's system was explanted due to a foreign body reaction.

Manufacturer narrative:
The explanted product was discarded by the medical facility and will not be returned for eval. A review of the sterilization records for the explanted equipment was completed and no anomalies were noted. This is the final report.